Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04207 and 2210968-2020-04208.

Event description:
It was reported that the patient underwent childbirth procedure on (B)(6) 2020 and the suture was used. During childbirth, the suture was detached from the needle during continuous suturing on the perineum. It was not control release needle. This issue occurred several times in a row. There were no adverse consequences to the patient. No further information is available.